Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file for the date of the event found no evidence of a malfunction. No factory reset or motor errors were found. The ilet was behaving as intended, delivering insulin in accordance with cgm glucose values, and appropriately triggering device and cgm glucose alerts. Alerts were not consistently marked as acknowledged. A dexcom g6 sensor was in use. No fault was found with the ilet device. Based on available data, the event was not attributed to a device malfunction. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, they contacted customer support to confirm proper connection of their dexcom g6 cgm. The ilet displayed a blood glucose (bg) of 280 mg/dl, which the user stated was elevated due to recent watermelon consumption without a meal announcement. No symptoms were reported, no medical intervention was required, and the user remained on the ilet.